Event description:
The manufacturer received information related to a dreamstation 2 adv auto CPAP. The device was returned to the pil lab for evaluation. During the evaluation of the device, the service technician reports finding thermal evidence on the pca. The technician reports parts replacements are necessary.